Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing 20 up to 30mm from the proximal end where the instrument inserts. Tears are axially aligned with the tip cover and measure from 2mm to 4mm in length. There are no signs of thermal damage present at the end of any tears. Using a sheath, the tip cover was placed on an mcs. The tip cover was tightly attached to the scissor. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that the monopolar curved scissors (mcs) tip cover accessory slipped off the end of the scissors while inside the patient. The mcs tip cover accessory was fitted correctly with no orange visible on the shaft of the instrument. The user continued with the procedure using the same system configuration without further issues. The mcs tip cover accessory was retrieved during the same procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip cover accessory fell into the patient's anatomy and was retrieved with a laparoscopic grasper. The surgeon didn't notice any issue with the functionality of the monopolar curved scissors (mcs) instrument during the surgical procedure. There was no difficulty in removing the instrument and the tip cover accessory. The procedure was completed by retrieving the tip cover accessory and the mcs instrument, checking the system for any faults, and none were found. A new tip cover accessory was used with no further problems.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.